Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 270 millimeters (mm) from the terminal pin. Visual inspection revealed the conductor coils were fractured at approximately 270 mm from the terminal pin; at the end of the returned lead segment. Additionally, at approximately 270 mm, the insulation was flattened and abraded on two sides; was torn around the circumference; and at approximately 260 to 270 mm, there were compression marks noted on the inside diameter of the insulation on two sides of the lead. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms. A conductor fracture was confirmed via fluoroscopy. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that the lead later exhibited a complete break and eroded through the patient's skin. A pocket infection occurred which required a full system explant. No additional adverse patient effects were reported.